Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was received for evaluation; the events were confirmed during testing. The device was found to be affected by a broken blade mount and a damaged motor. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "1" malfunction event in which the device disassembled when the blade mount fell off and caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.